Event description:
It was reported that during a surgical procedure at the user facility the device was running without user activation. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device was running without user activation. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Product code and 510k number corrected.

Manufacturer narrative:
The device has not been returned for analysis at this time

Event description:
It was reported that during a surgical procedure at the user facility the device was running without user activation. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The reported event of run-on was not duplicated and no failures were confirmed. There were no observed failures that could lead to the reported event.